Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information lung cancer, copd. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information lung cancer, copd. There was report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the air inlet filter was missing. Manufacturer observed the lcd display was barely visible. Small scratches were observed on the top cover. An unknown brownish contamination was observed around the control knob. Manufacturer observed 2 of the anti-slip pads were missing from the bottom enclosure. Dust-like contamination was observed on and under the top cover, on the left and right side panels, on and inside the iso port, in the air inlet, on the pca, all over the blower cap, on and inside the blower motor, in the base of and under the blower housing, on the sound abatement foam, and around the walls of the bottom enclosure. Potential sound abatement foam was observed on the interior side of the blower cap, on and inside the blower motor, inside the iso port, on and on the bottom of the blower housing and in the bottom enclosure. Manufacturer confirmed the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In previous report incorrect 510k has been given in this report it is corrected. In this report device evaluation linv has been updated.